Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It is reported that the valve was leaking. They replaced the sheath and the procedure continued. No additional patient intervention was necessary. To be more specific on what section broke/separated was the valve. It was not known if the valve broke into two or more separate pieces. It was not known if the hemostatic valve/brim cap/hub became detached from the sheath. The sheath was being used on the patient. The reporter does not know if air enter the patient¿s body. The issue did not require percutaneous, surgical removal or surgical intervention. Bleeding was observed and patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6)-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It is reported that the valve was leaking. They replaced the sheath and the procedure continued. No additional patient intervention was necessary. To be more specific on what section broke/separated was the valve. It was not known if the valve broke into two or more separate pieces. It was not known if the hemostatic valve/brim cap/hub became detached from the sheath. The sheath was being used on the patient. The reporter does not know if air enter the patient¿s body. The issue did not require percutaneous, surgical removal or surgical intervention. Bleeding was observed and patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost is unknown. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ at this time is not possible to determine the root cause of the hemostatic valve condition, however, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)